Event description:
It was reported, the patient thought the stimulator moved. The patient¿s healthcare provider told the patient the stimulator could not move. The patient still had concerns regarding their device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).